Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of symptoms/ae: post the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt experienced bradycardia. The physician reported that the bradycardia is due to the pt's beta blockers as well as the carotid stenting procedure. The pt was asymptomatic and the only reported treatment was holding of the beta blockers. The pt was discharged to home the following day with instructions to continue holding his medication for four days. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the lot history record is forthcoming. A follow-up will be submitted with any relevant info.